Event description:
During the coil embolization procedure of a paraclinoid aneurysm, the doctor tried to deploy the helipaq 10 platinum microcoil (hsr10031020/(B)(4)) inside the aneurysm, but it did not deploy properly in the way it is intended to and it ruptured the aneurysm. The detachment control box and cable used during the event was an enpower dcb (blue) and empower connecting cable. No low battery light or fault light was seen during the case, and upon pressing the power button, all lights illuminated including the green system ready light illuminate. All connections appear to fit properly without application of excessive force, and after the event, the same connecting cables and dcbs used successfully used with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional force was used to further advance the coil system through the microcatheter. No attempts were made to detach the coil manually. An echelon 0.17¿ microcatheter was used with the device, and other coils were used with the same microcatheter. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.), and after removal from the patient, the coil remained attached to the delivery system. The procedure was completed, and the aneurysm was not ruptured prior to the procedure. The component will be returned for analysis.

Manufacturer narrative:
No further clarification of the event or photographic evidence was forthcoming on this field complaint. The microcoil system was returned hooped. The issue is that the coil was partially protruding outside the distal tip of the green introducer. When the microcoil system is inserted into the hoop in this condition, severe coil damage can occur. When the microcoil system was removed from the hoop, it was found that the proximal end of the coil was protruding outside the sheath and was severely stretched. Located at the distal end of the green introducer the coil was found entangled severely damaged, and stretched. Located at the distal tip of the skive, the coil and hypotube protrude outside the sheath for the entire length. Located adjacent to the distal tip of the skive and 13.3 centimeters off the distal tip of the green introducer a section of sheath damage was found. The sheath damage has a repeating pattern of the resheathing tool on the bottom with compression and stretching of the sheath found on the outside sidewall. The coil¿s socket ring was pushed down inside the outer sheath. Located on the top proximal section of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. Located adjacent, but proximal to the coils protrusion site is a section of microcatheter liner was found packed into the inside of the sheath. The returned device positioning unit¿s (dpu) outer sheath is intact, undamaged, and still fully laminated onto the dpu for the entire length beginning at the proximal anchored site to the distal tip of the dpu. There are multiple contributing factors possible that may have contributed to the coil not deploying properly as intended, however it cannot be determined to what extent, if any, that these contributing factors had to the rupture of the aneurysm. These contributing factors may have worked separately or in tandem with each contributing factor able to produce similar results. In addition, due to the post-procedural handling of the coil which appears to have caused further severe damage, it cannot be determined to what extent, if any, that the coil was damaged before or during the procedure itself. However, all coils are inspected one hundred percent before final packaging. The primary contributing factor to the coils inability to be deployed as intended into the aneurysm may have been due to distal interference from the coils already dwelling inside the aneurysm, on itself, and from the distal tip of the microcatheter especially if coil repositioning was being performed. The coil may have also been temporarily anchored which would account for the coil stretching during any retraction movement. This interference may have prevented the coil from being deployed as intended. If this occurred including repositioning, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the secondary contributing to the coil not being able to be deployed as intended into the aneurysm may have occurred when the micro coil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the reheating tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges which the evidence shows that this may have occurred at the distal section of the skive. This indicates that the coil may have been at the entrance to the aneurysm. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the dpu to protrude outside the sheath, produced coil damage, and prevented the coil from advancing into the aneurysm. It is unknown if this action caused microcatheter kick back as none was reported in the event description. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the third contributing factor to the coils inability to be deployed as intended into the aneurysm may have occurred when a section of the inner lining of the unidentified echelon (0.017¿) microcatheter or another unknown device delaminated inside the microcatheter and was captured by the dpu or the coil and was retracted back inside the introducer sheath. This would have greatly increased the outside diameter of the dpu/coil and may have caused a blockage or interference preventing the coil from advancing or may have produced coil damage which would have prevented the coil from being deployed as intended. The severed microcatheter (or unknown device) lining was then retracted back into the introducer sheath when the coil was removed. This may have caused the sheath damage found adjacent to the lining. It was found that the returned dpu in this complaint retained its undamaged outer sheath and did not contribute to the detached debris found in the inside of its introducer sheath. The circumstances that produced this damage inside the microcatheter or left the detached debris from another device cannot be determined. In addition, without the return of the unidentified echelon (0.017¿) microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. While not directly related to the product complaint, due to recent packaging complaints by india, it was found that the original product box contained in the returned packaging that accompanied this product back contains the same external characteristics of damage from previous india packaging complaints except there was no sterile breach of the inner pouches seals. There is severe compression damage, tearing, and the cardboard external surfaces now have a cotton-like expansion found in moisture damage. However, the difference is that the sterile seal barrier does not show moisture damage, but shows the white film normally found when the package is opened by hand by the end user. A moisture breach of the sterile seal has been shown to leave a clear film not white. The sterile seal appears not to have been breached. This external packaging damage appears to be due to shipping, handling, storage, and/or environmental conditions. This external damage did not occur at the san jose manufacturing facility as all packaging is inspected during final packaging. Therefore, the circumstances of where and how the packaging damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of a paraclinoid aneurysm, the doctor tried to deploy the helipaq 10 platinum microcoil (hsr10031020/c12193) inside the aneurysm, but it did not deploy properly in the way it is intended to and it ruptured the aneurysm. The detachment control box and cable used during the event was an enpower dcb (blue) and empower connecting cable. No low battery light or fault light was seen during the case, and upon pressing the power button, all lights illuminated including the green system ready light illuminate. All connections appear to fit properly without application of excessive force, and after the event, the same connecting cables and dcbs used successfully used with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional force was used to further advance the coil system through the microcatheter. No attempts were made to detach the coil manually. An echelon 0.17¿ microcatheter was used with the device, and other coils were used with the same microcatheter. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.), and after removal from the patient, the coil remained attached to the delivery system. The procedure was completed, and the aneurysm was not ruptured prior to the procedure. The component will be returned for analysis. The microcoil system was returned inside the plastic hoop. The issue is that the coil was partially protruding outside the distal tip of the green introducer. When the microcoil system is inserted into the hoop in this condition, severe coil damage can occur. When the microcoil system was removed from the hoop, it was found that the proximal end of the coil was protruding outside the sheath and was severely stretched. Located at the distal end of the green introducer the coil was found entangled severely damaged, and stretched. Located at the distal tip of the skive, the coil and hypotube protrude outside the sheath for the entire length. Located adjacent to the distal tip of the skive and 13.3 centimeters off the distal tip of the green introducer a section of sheath damage was found. The sheath damage has a repeating pattern of the resheathing tool on the bottom with compression and stretching of the sheath found on the outside sidewall. The coil¿s socket ring was pushed down inside the outer sheath. Located on the top proximal section of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. Located adjacent, but proximal to the coils protrusion site is a section of microcatheter liner was found packed into the inside of the sheath. The returned device positioning unit¿s (dpu) outer sheath is intact, undamaged, and still fully laminated onto the dpu for the entire length beginning at the proximal anchored site to the distal tip of the dpu. There are multiple contributing factors possible that may have contributed to the coil not deploying properly as intended, however it cannot be determined to what extent, if any, that these contributing factors had to the rupture of the aneurysm. These contributing factors may have worked separately or in tandem with each contributing factor able to produce similar results. In addition, due to the post-procedural handling of the coil which appears to have caused further severe damage, it cannot be determined to what extent, if any, that the coil was damaged before or during the procedure itself. However, all coils are inspected one hundred percent before final packaging. While not directly related to the product complaint, due to recent packaging complaints by (B)(6), it was found that the original product box contained in the returned packaging that accompanied this product back contains the same external characteristics of damage from previous (B)(6) packaging complaints except there was no sterile breach of the inner pouches seals. There is severe compression damage, tearing, and the cardboard external surfaces now have a cotton-like expansion found in moisture damage. However, the difference is that the sterile seal barrier does not show moisture damage, but shows the white film normally found when the package is opened by hand by the end user. A moisture breach of the sterile seal has been shown to leave a clear film not white. The sterile seal appears not to have been breached. This external packaging damage appears to be due to shipping, handling, storage, and/or environmental conditions. This external damage did not occur at the san jose manufacturing facility as all packaging is inspected during final packaging. Therefore, the circumstances of where and how the packaging damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cause of the failure to detach the coil and aneurysm ruptured reported by the costumer could not be conclusively determined. Vessel perforation is a known potential adverse event associated with the use of the helipaq coil as outlined in the instructions for use. Arterial embolization procedures are performed in vessels with existing aneurisms and known vessel wall weakness. Review of the information suggests that vessel and procedural handling of the device contributed to the reported aneurysm rupture and failure to detach. There is no evidence of manufacturing or design issues that contributed to the event. Therefore, no corrective actions will be taken at this time.